Event description:
It was reported that the spinal cord stimulation (scs) patient experienced inadequate stimulation resulting in a lack of pain relief in the intended cervical spine target area. The patient also reported feeling unintended stimulation in the arms. Multiple reprogramming attempts were made but did not resolve the issue. The patient was subsequently admitted to the hospital where IV medication was administered to address the pain. The patient was later discharged from the hospital and was achieving effective pain control.